Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. The most likely assignable cause for the higher than expected result is instrument related. Precision testing could not be completed due to mechanical instrument codes, indicating that the instrument was not performing as intended at the time of the event. An ortho field engineer performed service actions and replaced several parts to return the instrument to expected performance. Additionally, ortho was unable to determine whether the customer was following the sample collection device manufacturer¿s recommendations, so it is possible that cellular debris due to poor sample preparation was present in the affected sample, although this could not be confirmed. The investigation found no evidence the vitros tropi es reagent malfunctioned, however, a reagent issue cannot be entirely ruled out as the customer was not processing a quality control fluid at or below the url of the assay.

Event description:
The customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Patient sample result of 0.066 ng/ml vs. Expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was reported from the laboratory, however; a corrected report was issued and there was no allegation of actual patient harm. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).